Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the buttons malfunctioning. The customer further stated that the insulin pump was making a long, piercing tone that would not stop unless the battery was out of the insulin. The customer's blood glucose was 84 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or long, piercing tones were noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.